Event description:
It was reported to manufacturer that the patient had a lead replacement due to high impedance and patient experienced an increase in seizures. It is unknown if the increase is above, below or back to pre-vns baseline. The device was not disabled before surgery. It is unknown if any manipulation or trauma occurred. No x-rays were taken prior to surgery; however, a lead fracture was observed during surgery. Moreover, it is unknown if any medication or programming changes contributed to the increase in seizures and the relationship of the increase to vns is unknown. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.